Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11

Event description:
The following was reported to hamilton medical ag: when setting up the device and attempting to start high flow therapy. No flow was delivered from the device. Device works as expected after reboot. During set-up at the patient bedside about to be put on the patient. No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when setting up the device and attempting to start high flow therapy. No flow was delivered from the device. Device works as expected after reboot. During set-up at the patient bedside about to be put on the patient. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: the inspection of the device at hamilton medical confirmed alarms in the logfiles. However, the reported problem could not be reproduced. During testing, the device functions as intended. The root cause could not be determined.

Event description:
The following was reported to hamilton medical ag: when setting up the device and attempting to start high flow therapy. No flow was delivered from the device. Device works as expected after reboot. During set-up at the patient bedside about to be put on the patient. No patient involvement.